Event description:
According to the reporter: during use on patient a doctor found the jaw could not be opened. The doctor forced to release it from the tissue, which caused the tissue damage. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown the customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).